Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. An engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion failed longevity expectations. The device case was opened and visual inspection revealed no irregularities. When connected to an external power source, the device passed all tests and operated normally. No high current drain or other device anomaly was identified during analysis. Although the s-ICD did not meet labeled longevity, laboratory analysis was unable to reproduce the condition that caused the battery to deplete earlier than expected.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a device integrity alert which was confirmed to be elective replacement indicator (eri). Although the longevity on the s-ICD appeared to be reduced, all testing found it was operating normally. The s-ICD was explanted and successfully replaced. No adverse patient effects were reported. There were no allegations against the functionality of the s-ICD. A memory download from the s-ICD was sent to boston scientific technical services (ts) for further analysis. A ts consultant confirmed that the s-ICD had reached eri in (B)(6) 2015 and the s-ICD had been emitting tones since that time. In addition, further review of the memory found no other issues concerning device functionality. The s-ICD was returned for laboratory analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The patient weight was received.